Event description:
On (B)(6) 2020, during a replacement procedure, the lead was removed from the previous device and connected to the subject device. However, there was no ventricular pacing, even after reconnecting the lead. The ventricular lead impedance was measured with a programmer at over 3000 ohms, while atrial lead impedance was normal. The leads were each connected into the other port, but the impedance measurements were unchanged. Measurements were also made in unipolar pacing mode, with similar results. Ventricular lead impedance was normal when measured with a pacing system analyzer (psa). The subject device was therefore replaced by another pacemaker, without issues.

Manufacturer narrative:
The device model involved in this MDR is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
On (B)(6) 2020, during a replacement procedure, the lead was removed from the previous device and connected to the subject device. However, there was no ventricular pacing, even after reconnecting the lead. The ventricular lead impedance was measured with a programmer at over 3000 ohms, while atrial lead impedance was normal. The leads were each connected into the other port, but the impedance measurements were unchanged. Measurements were also made in unipolar pacing mode, with similar results. Ventricular lead impedance was normal when measured with a pacing system analyzer (psa). The subject device was therefore replaced by another pacemaker, without issues.